Manufacturer narrative:
One certain titanium hexed screw was returned for inspection and was examined visually by the naked eye. The screw was confirmed to be fractured at the top of the threaded region. The drive feature is worn but functional. The DHR and complaint review revealed not manufacturing deviations which would have contributed to this event. Documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed screw it is recommended to torque at 20ncm. The fractured screw event was confirmed following inspection. No definitive root cause could be determined. UDI# (B)(4).

Event description:
It was reported that abutment screw fractured when dentist was placing it. The procedure was completed as usual using one abutment screw from stock.